Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure and septic shock. Enterococcus positive cultures were detected during intensive care unit hospitalization. The death was not device or therapy related. The pump operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Furthermore, a specific cause for the patient's infection and sepsis could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6), including the applicable sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, pump pocket), sepsis, multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal failure, and hepatic dysfunction), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.